Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular lead exhibited noise. The lead was capped on (B)(6)2022. The patient was stable.

Event description:
New information received notes that noise oversensing was noted on the lead.